Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. End user reports current skin care consists of stomahesive powder and wipes for crusting and aquacel dressing covered with thin duoderm per wound ostomy continence nurse and physicians order. End user reports seeing local wound ostomy continence nurse and physician routinely. End use is requesting a larger size wafer that covers the wound and dressings fully. No additional information has been provided to date. No sample is expected to be returned. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports a 1 year history of open area under stoma. This area is at 12 o'clock position right above stoma about 1 inch in diameter.